Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event after eating a light dinner and then eating additional food, and the event was associated with user procedure issues and the device¿s user interface. Symptoms included hypoglycemia. Outcomes included the need for medication or oral glucose treatment. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.